Event description:
It was reported that after the first firing of the device, the second reload couldn't be loaded. While inspecting the device, the surgeon noticed that the metallic part of the previous reload was stuck in the channel and that the green fired reload was broken. The staple line was consistent with well-formed staples, but they requested a new echelon stapler because they didn't want to put the patients safety at risk. No patient consequences reported. No further information is available. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences : no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown. (B)(4). Device property of: none. Device in possession of: none. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device plee60a lot number v9585a and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/4/2024. D4: batch # u5et1m. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The test reload unit cannot be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. Additionally, photos were provided. The first photo shows one green broken reload with a retainer and the pan totally dislodged, it seems to be that the reload is fully fired. The second & the third photo shows an open jaw. Based on the information currently available, a product issue was identified during the investigation of the sample received. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. Device history review a manufacturing record evaluation was performed for the finished device batch number u5et1m, and no non-conformances related to the reported complaint condition were identified.